Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited pacing inhibition and loss of capture (loc) 6 days post implant. The lead was found to have dislodged. An invasive procedure was performed. The lead was successfully repositioned and remains implanted and in service. No additional adverse patient effects were reported.